Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable pump wont run. Settings were reviewed, pump was turned off and tubing clamped. Cassette removed and tubing massaged. Bubbles were present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. The process was repeated and the alarm persisted. Patient was not affected. There was no patient injury reported. No additional information.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is a faulty dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. If the device is later returned, the complaint will be reopened and an investigation will be completed.